Manufacturer narrative:
The insulin pump had motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Analysis was unable to confirm motor error alarm, motor position encoder error alarm and unable to perform any tests due to motion sensor test failure alarm. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor encoder position error. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 179 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.